Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: unknown/not provided. Best estimate date is between (B)(6) 2020. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not confident that correct intraocular lens (iol) was placed in his eye as he feels that the serial number on box does not match what is in his eye. The patient reported he was over overcorrected a couple of diopters. Through follow-up, it was learned that the patient needs reading glasses for reading and distance vision, because he is not seeing clear. The patient stated his doctor told him he is half diopter over-corrected. His doctor used the ora to do the calculations. He said surgery was fine and he is healing fine, but wonders if there is something wrong with the lens. Patient mentioned he had lasik 25 years ago. Further follow-up confirmed the patient had his lens explanted and replaced with another lens. The patient stated he is happy with the outcome. No additional information was provided.